Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s). The sample was rerun twice on the same instrument and resulted lower. The sample was then recentrifuged and rerun an alternate instrument and also resulted lower. A rerun result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse proactively replaced the hm mixers and the r1 transducer. The customer had replaced and aligned the sample and r1 reagent probe tips prior to the cse visit. It was discovered that the sample tubes were not being centrifuged according to the tube manufacturer's specifications. The cause of the discordant, falsely elevated troponin results is unknown. The cause of the sample tubes being run outside of the tube manufacturer's specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.